Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This lead was included in that field action. Based on the information received and without the return of the product, it could not be determined if this lead performed as described in the field action. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. (B)(4).

Event description:
It was further reported that the right ventricular (rv) lead exhibited high impedance two weeks later. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.